Manufacturer narrative:
(B)(4). G2: foreign australia. Attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had primary hip arthroplasty with competitor implants on an unknown date. Patient was then revised for insufficient adductors where unknown zimmer biomet implants were implanted. Subsequently, patient was revised again approximately 15 (fifteen) months later due to dislocation where the head and liner were removed and replaced. No further event information available at the time of this report.